Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a transeptal puncture was performed with a versacross connect and trusteer sheath. When the versacross rf wire was removed, a mobile object was noted on the tip of the coumadin ridge. It was not possible to determine whether it was a tissue fragment or a thrombus. The physician decided to keep the patient on oral anticoagulation (oac) and reschedule the procedure on a later date. There were no patient complications, and the patient was discharged the same day.